Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was cancelling bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings:a review of the pump¿s black box history showed that multiple boluses near completion were cancelled by the pump and meter remote. During testing, a 10 unit bolus and a 10 unit audio bolus were performed successfully. Both boluses were recorded accurately in the pump history. The complaint that the pump was cancelling boluses was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.